Manufacturer narrative:
Analysis: device evaluation confirms the reason for return; the unit leaks. Results of visual inspection show all four corners of the female luer connector are rolled-over (curled) as returned, which could have occurred due to over tightening the connection at set-up. No "flash" was noted in the connector, the reported excess of molding material could be the rolled edge of the component related to handling technique. Findings from analysis reveal the connection could not be fully tightened when attached to a male luer because the connector was stripped as received. Medtronic cannot determine exactly when the damage occurred, but it is very unlikely the product was shipped in that condition. Conclusion:product analysis confirms the reason for return; an exact cause for the reported event is unknown.

Event description:
Info received indicates the product leaked due to flash (excess of molding material) noted at the proximal lure connector. The leak was discovered during administration of cardioiplegia solution. The device was changed out with no consequence to the pt.